Manufacturer narrative:
(B)(4). Method: 2 rt240 adult breathing circuits were returned for inspection. The returned breathing circuits were visually inspected and tested to see if they could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory tube. In one circuit the expiratory heater wire pin was bent and split. And in the other circuit the inspiratory heater wire pin was bent. This prevented the adaptor from connecting to the heater wire socket during setup of the breathing circuit. A lot check revealed no other similar complaints for this lot number. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevent the heating of the gas delivered. (B)(4).

Event description:
A hospital in (B)(6) reported that the heater wire pigtail would not connect properly into the expiratory limb on two rt240 adult dual heated breathing circuits. No patient consequence was reported.